Event description:
Owner of a medical spa facility reports that is lot 64281 is dull and not piercing the skin with ease. Syringes are being used with semaglutide.

Manufacturer narrative:
Initial trend analysis for lot 64281 was conducted, no malfunctions were found. This is the only complaint for lot 64281. Further investigation will be conducted to determine the root cause of complaint.

Manufacturer narrative:
Retained lot samples for syringe lot 64281 were tested for needle sharpness. No abnormalities were found during testing.

Event description:
Owner of a medical spa facility reports that is lot 64281 is dull and not piercing the skin with ease. Syringes are being used with semaglutide